Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The reported events of loss of capture and insulation damage were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray inspection, found over torque of the inner coil at the connector region, consistent with procedural damage. After cleaning, the helix and cutting the lead, the helix can be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies, except for procedural damage. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil.

Event description:
It was reported that patient's atrial lead exhibited loss of capture and extra cardiac stimulation. Upon evaluation, it was found from chest x-ray that the lead was dislodged. The lead was explanted and replaced. The patient was stable.

Event description:
New information received notes that insulation damage was noted on the atrial lead.